Event description:
It was reported the right atrial (ra) lead exhibited confirmed pacing at high outputs, an increase in impedance and a fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901 ipg, (B)(6) 2005. (B)(4).